Manufacturer narrative:
For regularization - retrospective review / FDA request. This batch of screws presents no manufacturing defect. Everything conforms to specifications. Based on the manufacturing process records for this batch of compositcp screws, the source of the defect cannot be attributed to the manufacturing conditions. The shape and location of breakage are characteristic of torsional failure. In the absence of several elements regarding the circumstances surrounding screw breakage, the following hypothesis could explain said breakage: the compositcp 60 ø9 l30 screw was used outside of the specified scope of use specified in the IFU for compositcp60 screws which states "the drilling diameter of the bone tunnel must be at least equal to that of the screw." (Cf. Instructions for use, recommendations for use, point 5). Based on the recommendations for use specified in the IFU, the surgeon should have used in this case a compositcp 60 ø8. When the tunnel diameter is too small, the screw cannot be properly driven. When the cylindrical portion of the screw was inserted in the tibia, to which a diverging trajectory may have compounded the problem, the screw was subjected to flexural and torsional stresses within its body, particularly while traversing the cortical wall. These stresses caused deformation to the screw recess; they are almost inexistent at the tip of the screw recess and maximal at the head of the screw. This deformation is thus greater than the yield point of duosorb, which caused the screw to break.

Event description:
Fnc (B)(4). For regularization - retrospective review / FDA request. "The surgeon reported that the tip of the screw just crack unexplained. The surgeon is a top surgeon with a wide experience in our products. The diameter of the tunnel was 8mm."